Manufacturer narrative:
This report is submitted on december 10, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the patient having a medical condition that requires routine MRI. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 8 february 2021.